Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a discardit¿ ii syringe leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: sample evaluation we have been provided with 5 reference samples. The analyzed samples did not show any defect, so we could not confirmed the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2025 (october 1 - 4th, 2017). Syringes were assembled in machine, nº4239 nº4238, nº4219, nº4214, and nº4201, in lot #7265379 (september 25 - 30th, 2017) and in lot #7269123 (september 30th - october 6th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7269048, #7265365, and #7258037 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7269113, #7265368, #7258038, and #7251466 and no problems, defects or qn related to the reported issue were found. Investigation conclusion: root cause analysis we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: the reference samples did not present any defect. No issue found in the bhr. We could not confirm the reported issue. CAPA determination: no based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.